Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pockets was failed in tower. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket was failed in auxiliary tower. A field service engineer confirmed with customer resolved this issue. The system functioned as intended after customer troubleshoot the device.